Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: samples were received and an investigation was performed. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Customer returned (100) 3/10cc, 8mm, 31g syringes in sealed poly bags with the shelf carton from lot # 0153971. Customer states that the needle gets stuck in the cap. Thirty out of 100 returned syringes were tested and no hub assembly separated from the barrel when the shield was removed. Root cause: bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine 2 insulin syringes, 3/10ml x 8mm the hub separated from device. The following information was provided by the initial reporter: needle gets stuck in cap.